Event description:
It was reported that a charging cable for a tandem device was damaged. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the damaged charging supplies via 2-day shipping.